Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient developed an open irritation under the back therapy electrodes. The irritation was open and seeping. The irritation occurred on (B)(6) 2019 and was reported on crf 259400. The patient had removed the lifevest and the irritation improved. The patient put the lifevest back on sometime after and the irritation returned. The patient's doctor recommended using a triple antibiotic ointment which did not seem to help. The patient removed the lifevest again and the irritation improved. The patient reported he has not worn the lifevest for sometime.